Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: while cauterizing with monopolar, insulation on angled shaft was melted. Since the part was blind, it took time for surgeon to notice the melted part damaged serous membrane of duodenum. Damaged duodenum was treated with omental implantation and pt is under observation. Bleeding was less than 200 cc. Nothing fell into cavity. Operating room time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).